Event description:
It was reported that during a gastric bypass procedure the stapler remained closed for two times without any possibilities to be reopened. The procedure was completed using another device. No adverse patient consequences.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was it used on thick tissue?

Manufacturer narrative:
(B)(4). Firing shuttle. The analysis results found that one device was returned in good visual condition and with a reload partially fired 1/4 present. The device was noted to have the firing mechanism damaged. No functional test could be performed, however the returned reload was tested for functionality with a test device. The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device was disassembled to verify the condition of the internal components and the firing shuttle was noted to be damaged not allowing the knife return automatically to home position thus, the device would not open. The knife was returned with the manual release lever and the device opened properly. In addition, a fully fire reload was received. Please note as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.